Event description:
The pt came into the hosp complaining of dizziness and fainting twice. The ECG revealed loss of capture following ventricular output. Thresholds were taken and the output was increased via reprogramming the device. The pt was monitored for 3 days and no more problems were observed.